Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External visual inspection of returned material revealed physical damage to right angle extension cable. During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. No software malfunctions or anomalies were observed. Patient data back-up performed without errors using returned gsm modem. A golden right angle extension cable was used for performance testing due to the one returned severed completely. The unit powered on successfully in conjunction with golden right angle extension cable with the power supply connected directly to it. No smell of smoke or burning was detected. Pes stayed on for the duration of investigation. Unit passed diagnostic test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.